Manufacturer narrative:
Investigation: visual inspection: during the investigation the following was determined: bloody delivery fluid, bloody deposits in the outlet of the m. Blue, control reservoir with bloody fluid inside, discoloured ventricular catheter. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: both valves were tested and were adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions were fully operational and the braking forces were within the given tolerances. Internal inspection : after dismantling of the valves, bloody deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matters in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue plus (part#: fx824t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 74 years. Gender: female.